Event description:
A precision blood pump went into undetected runaway while in use as the arterial pump. The pump was shut off and operated using a hand crank for the final approx 30 minutes of the case. There was no pt injury. It was reported by the service tech that the runaway condition was caused by a bad connection in the remote control potentiometer. The remote control potentiometer was removed and returned to cobe cv for evaluation.